Event description:
Customer reported one patient with ¿possible¿ anti-c that failed to react with cell#22 from 0.8% resolve panel b lot vrb202 during manual gel testing. Samples reacted with other c-positive cells on panel, but lack of reactivity meant no definite identification was possible. No erroneous results were released. Reaction strength of other c+ cells was weak-1+. Customer further added that daily qc testing was performed and results were acceptable. All reagents stored appropriately and have a normal appearance prior to use. Customer stated there is no patient sample available at this time for further investigation by ocd and that patient's phenotype is c-negative.

Manufacturer narrative:
Ocd performed retain testing, batch review, donor history and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).